Manufacturer narrative:
As received, the specimen consisted of one-1 each pkg-hydro gw stf std s 150-035; returned reloaded into dispenser assembly and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented an overall length of 150cm and a finished diameter of .03260" to .03340". A gage bushing certified to be .0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity to the proximal aspect of the fracture shear damage. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. After flushing with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presented a ductile/tensile overload fracture of both the polymer jacket and core wire with material removal exposing the distal 0.3 cm of the metallic core wire. The polymer jacket material presented indication of tensile distortion (stretching) in the vicinity of the core wire protrusion. An undetermined length of the fractured material was not returned with the specimen. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the directions for use (dfu) operational instructions to activate hydrophilic coating: before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire. Use of alcohol, antiseptic solutions, or other solvents must be avoided, as they may adversely affect the surface of the wire. Do not wipe the zipwire hydrophilic guidewire with dry gauze. Before inserting the zipwire hydrophilic guidewire through a catheter, fill the catheter with physiological saline solution. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. If any further relevant information provided, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Event description: it was reported that: the coating was damaged. The patient condition following procedure was stable, patient condition following procedure - stable, when was the problem noticed: unpacking, procedure outcome: completed with another of same device, where did the problem occur? Outside the patient, action taken by the physician to try to resolve the event: none, patient outcome from the event: none, event resolved? Yes. Additional information provided 21 april 2025: 1. Is there a photo of the complaint device? No. 2. Was the ptfe peeled at the distal end of the guidewire? The dealer only said, "the tip". Tried to further verify, but did not answer anymore. 3. Was there any detachment observed on the guidewire? Yes, but not fallen into the patient's body.